Event description:
The patient had surgery in (B)(6) 2013 and one of the screws broke. Additional information has been requested.

Manufacturer narrative:
Product ID: 3550-39, lot# n316092, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: neu_set_screw, serial# unknown, product type: accessory. (B)(4).